Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the plastic hub detached from the metal needle.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided one photo for evaluation. Visual examination of the photo revealed the needle cannula was separated from the needle hub. A small portion of the hub is seen still attached to the cannula. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The customer report of an introducer needle separation was confirmed by visual examination of the customer supplied photo. The image showed an introducer needle that was broken at the hub; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the plastic hub detached from the metal needle.